Event description:
It was reported that the patient was trying to get stimulation revised. She wanted the leads on the side of her head because she had a lot of pain there. The patient went to see her healthcare provider (hcp) but the hcp didn¿t do the leads along the side of the head because he felt there were too many facial nerves on the side of the head. The patient also stated the device wasn¿t working and four leads were out and had migrated south which happened a year prior to the report and she was guessing it was worse now. If hands were taken and pushed up on the leads the patient would get a better response but she couldn¿t walk around pushing around. This started two years prior to the report. It was noted there had been programming around the burned leads for two years but it wasn¿t helping anymore. It was noted that when the patient was in her migraine state she would get really dizzy and her brain would go haywire. A loss of therapeutic effect was reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient indicated that their implantable neurostimulator (ins) is dead and non-functional, clarifying that it was not premature. The caller indicated that their migraines have returned and was declined surgery from their insurance due to coding. The patient has been placed back onto both prophylactic and narcotic rescue medication. The patient notes that they are on narcotics on a daily basis and their medication has been discontinued due to clinical policy changes. The patient has never had enough relief of their migraines with their medications, as they are chronic and severe. The patient indicates they are unable to achieve relief from their migraines or have it at a tolerable level, and are condemned to the narcotics as their revision surgery has been denied and is undergoing appeal.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3986a, lot# n062693, implanted: (B)(6) 2006, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3986a, lot# n062693, implanted: (B)(6) 2006, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3986a, lot# n062693, implanted: (B)(6) 2006, product type: lead; product ID 3986a, lot# n062693, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3986a lot# n062693 implanted: (B)(6)2006 product type lead product ID 3986a lot# n062693 implanted: (B)(6)2006 product type lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins died and they thought it was due to normal battery depletion but they found that a lead had fractured and migrated three inches away. No further complications reported.